Event description:
Cracks in plastic component of membrane oxygenators found in 3 consecutive 4.5 m2 membranes. Blood leak to gas exhaust port noted at completion of blood prime on 4.5 m2 membrane oxygenator.